Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the endoscope was incorrectly reprocessed. The scope was reprocessed using an endoscope reprocessor, where the internal air and water filters had not been replaced since the date of install. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Corrected fields: d9, d10 (therapy date), h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reportable malfunction was not confirmed. Based on the investigation results, the root cause could not be identified. However, it is likely that the user did not carefully read the instructions for use (IFU), incorrectly managed water filter replacement, and continued to use the filter after its replacement period had expired. The event can be detected/prevented by following the instructions for use for the oer-elite which states: "chapter 8 replacement of consumable items -8.4 replacing the water filter (maj-824 or maj-2318) -to prevent contamination of the rinse water, the water filter should be replaced every month when the prefilter is not used or every six months when the prefilter is used. Warning -replace the water filter at least every month when the prefilter is not used or every six months when the prefilter is used. If the water filter is not replaced regularly, the performance of the water filter drops, and insufficient elimination of microorganisms in the water may cause contamination of the reprocessor piping. As a result, the reprocessing of endoscopes will be insufficient." Olympus will continue to monitor field performance for this device.